Event description:
A nurse reported that during surgery, they noted the balanced salt solution (bss) bag was emptying too quickly, and they found solution had leaked on to the floor. The bss bag, cassette, and tubing were exchanged, and the system was reprimed. There was a delay of a few minutes, which the surgeon felt was significant, citing that the patient was aware that there was an issue. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).